Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples (patient 1= 2.46, 0.203 ng/ml vs. Expected <0.012 ng/ml; patient 2= 0.762 ng/ml vs. Expected <0.012 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es patient results were not reported from the laboratory as laboratory protocol requires troponin results >url to be repeated prior to reporting. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, higher than expected troponin I es results. This report is number three of three MDR¿s for this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples run on the vitros eci immunodiagnostic system. The investigation could not determine a definitive root cause. An ocd field engineer performed service actions on several analyzer sub-systems. Performance testing following service verified that the equipment was returned to expected operation. The investigation could not determine a definitive root cause. It is unknown if the service actions performed were related to the event, therefore an instrument related issue cannot be ruled out as a contributing factor. Additionally, user error due to the use of bleach as a cleaning agent, pre-analytical sample processing, and an unknown trop reagent issue cannot be ruled out as a potential contributing factors.